Event description:
Customer reported that during an embolectomy extraction the balloon was detached in the pt. It was then removed by another catheter. No pt injury was reported as the result of this event.